Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely error b30 was displayed due to fraction of the rubber adhered to inside of the video socket connector caused communication abnormality with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the front panel had a poor appearance, and there was a defective video socket connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii video system center displayed communication error code b30. The event was observed during an unknown diagnostic procedure. The procedure was completed using a similar device. There was no patient harm or user injury reported due to the event.